Manufacturer narrative:
This event is being reported to the food drug and administration late as part of our aging compliant remediation. This supplement serves as a correction. It was reported to intuvie that the pump was not infusing as programmed. During the investigation, an additional issue was identified as the device failed the 30psi occlusion testing. The device was recalibrated, and the issue was resolved. A review of the serial number history revealed similar complaint associated with this device, complaint (B)(4). The cause was the device was out of calibration. CAPA-zm2023-23 has been initiated to investigate the failure. Reference to complaint (B)(4).

Event description:
On 04/26/2024, znyo medical received a report that the pump was not infusing as programmed. No patient involve reported.

Manufacturer narrative:
Testing results were reviewed and the pump passed all previous test. There was a previous complaint #(B)(4) on the device. Device received investigation in process. This MDR will be reopened and updated once the investigation results becomes available. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint #(B)(4)